Manufacturer narrative:
The report that the patient had difficulty charging the ipg and that the device became warm was confirmed. The returned ipg passed all tests performed and exhibited normal device characteristics. An analysis of the device data logs did not reveal any anomalies related to premature battery depletion. The maximum recorded temperature was within the expected range. However, the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-to-ipg alignment. Misalignment or poor ventilation may cause the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). A product labeling review was performed and did not identify any anomalies. The IFU states that for proper operation, the charger should not be used if the ambient temperature is above 35 degrees celsius or 95 degrees fahrenheit. The charging distance between the charger and the ipg should be between 0.5 and 2 centimeters. Centering the charger over the stimulator ensures the shortest charging time. The charger will beep as it searches for the ipg and will stop beeping when it is aligned with the ipg. Labeling also states that the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include persistent pain at the ipg or lead site. It also states that while charging, the charger may become warm and should be handled with care.

Event description:
It was reported that the patient experienced warmth and difficulty charging the implantable pulse generator (ipg). Troubleshooting was attempted; however, the issue persisted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively, and all pain areas were covered. Additional information was received indicating that the patient also experienced discomfort due to the charging issue.

Event description:
It was reported that the patient experienced warmth and difficulty charging the implantable pulse generator (ipg). Troubleshooting was attempted; however, the issue persisted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively, and all pain areas were covered.

Event description:
It was reported that the patient experienced warmth and difficulty charging the implantable pulse generator (ipg). Troubleshooting was attempted; however, the issue persisted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively, and all pain areas were covered. Additional information was received indicating that the patient also experienced discomfort due to the charging issue.